Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, the left ventricular (lv) lead was found to have a hole in the lead insulation and had dislodged. The lv lead was not used and a new lv lead was used to successfully complete the procedure. The patient was stable throughout.